Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high glucose result on adc device. It is unknown whether the customer noted a trend arrow on the device. Due to higher sensor scan results, the customer self-treated with insulin (dose/type unknown). Then the customer obtained unspecified low blood glucose measurement from unspecified meter and was asymptomatic and again self-treated with carbohydrates in the form of food for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.